Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead (B)(6) 2009; 6947 implantable tachy lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient had chronically high left ventricular (lv) lead threshold. The lv lead was capped at the time of routine device replacement. No patient complications have been reported as a result of this event.